Manufacturer narrative:
Batch review performed on 19 febraury 2026. Gmk-spherika 02.07.1202r tibial tray fix cemented s.2r (k090988) lot 2408211: (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 2029-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12. E0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot 2409125: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12. Ka12r gmk spherika femoral component s2+r cemented (k211004) lot 2402425: (B)(4) items manufactured and released on 19-july-2024. Expiration date: 2029-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 1 year 4 months after the primary, the patient came in presenting instability in flexion and the cause is unknown. The surgeon revised all components from gmk-spherika components to gmk-revision components, except the patella. The 10mm liner was revised to a semi-constrained 17mm liner. The surgery was completed successfully.